Manufacturer narrative:
B3: date of event is unknown. The date received by manufacturer has been used for this field. H.3. A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that while using bd vacutainer® eclipse¿ blood collection needle, the safety shield detached from needle. No patient impact reported.

Manufacturer narrative:
After further evaluation of the complaint, it has been determined that the previously submitted MFR report # 1024879-2023-00895 was sent in error. There was no report of serious injury, medical intervention, or reportable device malfunction. Therefore, this is not considered to be a reportable malfunction. H3 other text : see h.10.

Event description:
Equipment failure; safety cover of the needle described below became detached after taking blood from patient.